Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the explant, it was noted that the helix of the lead required more turns than necessary to extend, and that the helix suddenly came out when it did extend.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the right ventricular (rv) lead exhibited high impedances. The lead was found to have dislodged and had moved up into the tricuspid valve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.